Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to power on and remote support service shown offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer replaced the control board for drawer main 4.2 due to the device being unable to power on while the drawer was wall plugged. It appeared that the bin matrix drawer at the bottom contained metallic wrapping from IV fluid bags, which may have made contact with and damaged the controller board. After the repair, the device came back online; however, only the d row cubie trays were recognized. The fse swapped rows d and e and confirmed that the tray remained online in its new position while the others did not. The system functioned as intended after the field service engineer repaired the device.